Event description:
Customer reported IV set separated below the burette at the drip chamber during an infusion of dextrose 10%. Set was replaced without incident. There was no patient harm and no medical intervention was required. Although requested, no additional event or patient information was provided by the user.

Manufacturer narrative:
(B)(4). Customer stated that the set will be returned, ups label provided for product return. Although requested, the affected device has not been received for investigation. A follow up report will be submitted once the affected device has been received and an investigation has been completed.